Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : (B)(4). Device history review: no anomalies or deviations were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon put in a constrained liner and did not fully engage into head. Went to put in constrained liner ring and the head popped out because its not fully engaged. Extracted liner and tried to remove liner ring. It would not come out so they switched to a regular duraloc liner 10 degree. Doe: (B)(6) 2018.